Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. It was noted that the left ventricular lead exhibited externalized conductors. No intervention or additional information was reported.